Event description:
Philips received a complaint by the customer on the v60 (software version 3.10) indicating a device malfunction as the device was not turning on. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was not powering on. No accessories, including 3rd party devices, were being used that may have contributed to the issue. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp was able to replicate the reported issue by pressing the button and observing that the device did not turn on. The asp performed troubleshooting and testing, which included checking that the battery was charging and checking the power cord and all power connections inside the device, and the asp found that the device maintained power while it was in use. Ultimately, the asp found that the cause was due to a faulty power management (pm) printed circuit board assembly (pcba), power supply, and electromagnetic interference (emi) shroud that needed to be replaced for repair. After performing the replacements and running test and verification (t&v) as per the v60 service manual, the asp confirmed that the issue was resolved and returned the device to service as no malfunction was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly.